Manufacturer narrative:
Results: four representative samples were returned for evaluation. All four samples were evaluated for defective locking of the safety shield with no defects identified. A review of the device history records revealed no irregularities during the manufacture of the reported lots # 5200974 and 5128595. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the safety shields of bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in would fly off when preparing the needs for use. No injury or medical intervention.